Event description:
Customer dissatisfaction customer reports that the product collects water in use and they have to change it out several times a day.  Additional information obtained from the customer on (B)(6) 2013.  The customer has seen this issue with both endotracheal and trach patients with this hme.  A heater was not used with the hme.  The therapists just changed the hme as often as needed.  There were no  other potential sources or moisture.  The vent patient did not receive aerosol nebs that would have contributed.  The complaint product or pictures of the complaint product are not available.

Manufacturer narrative:
(B)(4). The complaint product or pictures of the complaint product are not available for evaluation. A follow up will be sent if additional information becomes available.

Manufacturer narrative:
Since the product was not provided, an evaluation could not be performed. The device history record (DHR) was reviewed for this lot of product. The DHR review did not identify any issues during the manufacture of this lot that would have contributed to the reported issue.